Manufacturer narrative:
Immucor was unable to view the instrument records remotely. On (B)(6) 2019 the test records were emailed to immucor for review and anti-cw was confirmed; no capture-r ready-ID cells resulted positive for anti-s. The immucor internal record number for this report is pr#(B)(4).

Event description:
On (B)(6) 2019 a customer reported unexpected negative antibody screen and ID results on the neo iris instrument.